Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. The reported issue with the instrument could not be replicated nor confirmed. Visual inspection displayed no signs of physical damage. The stapler was tested in-house, and the instrument initialized, clamped, fired, and unclamped without any issues. The instrument fired successfully using blue 30 endowrist reloads. The cut-line appeared smooth and consistent, with no jagged edges or tearing observed. All staples were deployed and correctly formed into the proper b-shape. The instrument passed the recognition and engagement tests on 3 of 3 attempts. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument attached to and removed from the arm without any issues on multiple attempts. No lodged staple found between the jaw. A review of the logs shows two error code ¿1164¿ with the description: ¿no stapler cartridge found in the stapler on usm1.¿ however, was unable to verify any reload recognition failure. It is likely that the ¿1164¿ error belongs to the other 30 endowrist instruments that were used during the procedure. The probable root cause is attributed to problems, including misuse of the product and recognition issues.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the endowrist 30 curved tip stapler jaws could not open. The user was completing the procedure as planned with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.